Event description:
The product was used during a lap appendectomy procedure. Reportedly, the seal leaked pneumoperitoneum during use no pt injury has been reported.

Manufacturer narrative:
02/11/1999-supplemental report sent to FDA.